Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "distal occlusion error" was not reproduced. A review of event history log revealed multiple occurrences of "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor calibration values out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream (distal) occlusion error during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.